Event description:
It was reported that the patient experienced increased low back and leg pain. The patient also had decreased efficacy without a change in underlying pathology. A surgical revision was done on (B)(6) 2011, in order to splice the catheter. The medication being delivered via the device system was fentanyl. The patient resolved without sequela.

Manufacturer narrative:
(B)(4).